Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00185 and 1058196-2011-00202. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Lr packaging l/n # (B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424846. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days

Manufacturer narrative:
It was reported via the (B)(4) study that during a coil embolization assisted with the enterprise vrd ((B)(4)) for an aneurysm located in ba-tip, there was large resistance felt while the enterprise was advancing trough the prowler select plus microcatheter (catalog/lot unknown). The enterprise was replaced and the procedure was continued. After the event, the same microcatheter was not utilized to complete the procedure. The procedure was completed without any patient injury. There is no information available regarding the vessel characteristics. The enterprise introducer was completely seated in the microcatheter hub, and the y connector or touhy was closed after the introducer was correctly seated in the hub to prevent movement. Constant flush was maintained at all times through all the systems. After removal from the patient, there were no damages noted on the enterprise delivery system; the distal tip was not unraveled, stretched, kink, bend, fracture, etc. There was no damage to the stent or microcatheter. The procedure was completed using the new devices successfully. A non-sterile prowler select plus microcatheter was received coiled inside of a plastic bag; an enterprise was inserted in the device. The enterprise introducer was not received. Devices were inspected and a bend was noted at 15.3 cm from distal end of the microcatheter. Based on the reported information and analysis the bend does not appear to be manufacturing related. Additionally inspections are in place to prevent this type of damage from leaving the facility. No other damages were noted. The enterprise was pushed through the microcatheter's inner lumen and it advance without friction and the stent protruded from the distal end and it was able to be recaptured without any anomaly. A lab sample enterprise introducer was seated into the microcatheter's hub and then the stent was recaptured without any abnormality and no friction was experienced. The ID of the microcatheter was measured and was within specification. The lot number of the prowler select plus microcatheter is not known; therefore a device history record review cannot be completed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01424846. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported prowler select plus inner lumen resistance/friction and inability to insert the enterprise was not confirmed with functional testing of the returned prowler select plus microcatheter and enterprise. Procedural and handling factors appear to be contributed in the damage noted in the device and in the reported event. There is no indication of any device manufacturing issues related to the event. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00185 and 1058196-2011-00202.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received accompanied with a prowler select plus microcatheter, both coiled inside of a plastic bag. The delivery wire and stent were inserted in the microcatheter. The introducer tube was no received. The microcatheter presented light bent condition at 15.3 cm from distal end. Using an introducer tube and y-connector lab samples, the enterprise system was advanced through microcatheter without any difficulty until it could be seen in the tip, the stent could be deployed 1.5cm from distal tip of microcatheter, after was completely recaptured in the introducer tube. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424846. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by customer as "resistance/friction" was not confirmed due during the functional test no resistance or friction was felt. The exact cause of the event experienced by the customer during procedure could not be conclusively determined; however it does not appears to be manufacturing related of the product, since the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00185 and 1058196-2011-00202. Additional information will be submitted within 30 days upon receipt.

Event description:
The (B)(4) study (patient ID# unknown) indicated that the procedure was coil embolization assisted with the enterprise vrd (enc452812) for an aneurysm located in ba-tip, however there was large resistance felt while the enterprise was advancing the prowler select plus microcatheter (catalog/lot unknown). The enterprise was replaced and the procedure was continued. After the event, the same microcatheter was not utilized to complete the procedure. The procedure was completed without any patient injury. The enterprise introducer was completely seated in the microcatheter hub, and the y connector or tuohy was closed after the introducer was correctly seated in the hub to prevent movement. Constant flush was maintained at all times through all the systems. After removal from the patient, neither device (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter) or microcatheter were damaged. The procedure was completed using the new devices successfully. The microcatheter (prowler) will be returned with the enterprise.